Event description:
We have a package of light green tubes (ref 367960) that are not holding vacuum pressure resulting in staff having to use a syringe to draw and transfer blood to the tubes. This has occurred 3 times. The lot number is 4198315. I have all of the tubes in my office. We began using a different package that has not been defective.